Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return as only one catheter was provided. The catheter had a darkened powder buildup within the tubing along with a reddish-brown discoloration at the distal end within the catheter. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Residual powder was noted within the device nozzle. The device did not spray as returned. The co2 cartridge did not audibly discharge during deactivation and the cartridge was observed to be fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device did not spray as intended. Insertion of a thin wire into the nozzle was attempted to break up possible occlusions, but was unsuccessful. To assess the returned catheter, it was attached to the nozzle of a sample hemospray handle from our shelf stock. When spraying was attempted powder exited the nozzle before stopping at the dark buildup of powder within the catheter confirming occlusion. The handle was disassembled. The tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. Loose powder without clumps was also observed in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's cannula and diffuser plate found them to be clear. A small amount of loose powder without clumps was noted within the powder chamber's center downtube. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, a significant amount of powder was observed within the low pressure valve. No abnormalities were noted within the valve components. The build up of powder within the low pressure valve is likely the result of backflow caused by the occluded catheter, resulting in the handle's continued inability to spray. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The returned catheter was found to be occluded. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog which was observed within the device's low pressure valve resulting in the subsequent inability to spray observed by the user. The distal discoloration and location of the occlusion indicate possible contact of the distal catheter with blood or other fluid. However, a definitive cause for the observed catheter occlusion could not be determined. Catheter occlusion can occur if blood or fluids enter the distal end of the catheter. The instructions for use caution: "to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure in the duodenum, the physician used a cook hemospray endoscopic hemostat. It was reported that although spraying was initially possible, it became impossible during the procedure, suggesting a possible catheter occlusion. The catheter was replaced; however, spraying could still not be achieved, and hemostasis was not obtained. Gently tapping the area containing the powder to loosen it and shaking were done. The user commented that he would have liked to spray more. Hemostasis was subsequently achieved using clipping and hemostatic forceps. A section of the device did not remain inside the patient¿s body. Hemostasis was achieved using an alternate modality. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.